Event description:
I've had many side effects after having essure implanted in my body. Side effects I never experienced before surgery. I've experienced the following symptoms: cramping in pelvic area, weight gain, bloating, blacking out/ fainting, abnormal periods, and more.